Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak was discovered at the end of the patient¿s treatment. The patient had just completed treatment on the cycler, and when they opened the cycler door to remove the cassette, fluid leaked out. Reportedly, no alarms had occurred during the treatment. Upon follow-up with the patient, they stated they were unsure where the leak was coming from or when it began. No physical damage was identified on the cassette. Upon informing ts of the fluid leak, the patient was advised to discontinue using the cycler. A replacement cycler was issued to the patient and the patient was advised to inform their pd registered nurse (pdrn). The patient confirmed notifying their pdrn. As a precaution, the patient was prescribed prophylactic antibiotics (unknown type, dose, and duration). The patient confirmed completing the antibiotic course and stated their pd effluent had remained clear. The patient confirmed they were trained to perform stat drains, as well as manual pd therapy if necessary. Despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention due to the reported event. It was confirmed that the replacement cycler was received and is working well. The cycler set was not available for evaluation as it was reportedly discarded.